Manufacturer narrative:
The malfunction was duplicated and attributed to a faulty switch on the control board.

Event description:
Complainant alleged that during biomed testing the device was unable to adjust pacer rate. Complainant indicated that there was no patient involvement in the reported malfunction.